Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. The returned guidewire had the distal tip stretched and the polymer tip was separated in two sections approximately at 190cm from the proximal end. The other section of the polymer jacket remain attached to the stretched coil. Dimensional inspection revealed the components were within specification. No more damages were found.

Event description:
Reportable based on device analysis completed on 20may2020. It was reported that the tip of the guidewire was stretched. A 200cmx10cm fathom -14 was selected for use. During procedure, it was noted that the tip of the guidewire was stretched. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that the polymer tip was separated in two sections approximately at 190 cm from the proximal end.